Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify how the device "misfired"? Was the device locked-out and could not be fired at all? Or was the trigger advanced completely with no staple line delivered? The trigger was advance but only half the staples were deployed.

Event description:
It was reported that during an unknown procedure, the staples misfired. It is unknown if it was user error. Another stapler was used. There were no patient consequences reported.